Event description:
The customer reported that they tried to remove the light guide during cleaning after the otolaryngology ess procedure and the connection part turned and came off. The issue was found during reprocessing. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found detachment of light guide connector. In addition the device evaluation also found that the outer tube was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to improper user handling and excessive force. Olympus will continue to monitor field performance for this device.